Manufacturer narrative:
Product event summary: analysis confirmed the reported event; multiple errors were found in device error log. The white wire on the liquid crystal display (lcd) was routed incorrectly over the battery compartment and was pinched (wires exposed). The white wire on lcd was shorting to the main printed circuit board (pcb) due to incorrect routing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an error message displayed. The external pulse generator was returned repair and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.